Event description:
Philips received a complaint on the v60 ventilator indicating that the device gave a co2 rebreathing risk alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer confirmed with the remote service engineer (rse) the tube set that was being used and confirmed a whisper swivel was in place. The rse stated they believed the communicated tube set to be correct, but the device continued to give the alarm with the whisper swivel installed. The rse recommended replacement of the flow sensor assembly (fsa) and provide the customer with the part information. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.